Manufacturer narrative:
A ge service representative performed an onsite investigation. The real time operating system was installed and then an arching sound was coming from the power supply. The ps2 power supply was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's real time operating system needed to be replaced and that the system displayed an error message of no input signal. No patient injury was reported.